Manufacturer narrative:
The reported issue has not recurred. Unable to determine root cause without further information since the behavior cannot be replicated.

Event description:
A medtronic representative reported that while in a cranial tumor procedure, the software was unresponsive in the navigate task. In trouble-shooting it was confirmed the update button was on when foot switch was pressed. After exiting the software, the issue did not reoccur. The surgeon completed the procedure with the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.